Event description:
The deep brain stimulator was returned to the manufacturer for disposal only. Device registration system indicates the patient is expired. The cause of death and relationship of the death to the implanted device system is unknown. Please see MFR report #6000032200903072. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Device analysis of the deep brain stimulator revealed, 'no anomaly found, normal device function.' Extension ngk014707n. The extension was ok, but cut through (suspected explant damage). Final device analysis revealed no significant anomalies.